Event description:
The customer reported low complete blood count (cbc) recovery for all parameters on 5c cell controls run on the coulter lh 750 hematology analyzer, and requested a service visit. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 06/12/2015 and while troubleshooting, the fse encountered frequent aspiration errors; the fse discovered that pinch valve vl64 was malfunctioning attributing to the discrepant cbc results and aspiration errors. The fse replaced vl64 resolving the discrepant results and aspiration errors. (B)(6).